Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a remote follow-up, false pause episodes were noted on the device due to poor tissue contact around the electrodes. It is anticipated that the loss of sensing will resolve itself as the device remains implanted over a longer period. No intervention has been taken at this time and the patient was stable with no consequences.